Event description:
It was reported that a critical pump alarm was heard and confirmed by telemetry. The pump was noted to be in safe state with reset and low battery. The hcp was considering pump replacement and treatment options in the interim. The pump contained hydromorphone (dilaudid) 10 mg/ml at a dose of 3.4 mg/day. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).